Event description:
Information obtained identifies the unknown therapeutic procedure was completed with a similar device, without delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and informationprovided by the customer (and correction as information was inadvertently left off of the initial report), refer to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon is caused by user mishandling. However, a specific cause could not be identified. If additional / relevant information is obtained / identified, a follow up report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus during a procedure the image was green/purple while using video telescope "endoeye hd ii", 10 mm, 30°, autoclavable. There was no patient harm, no user injury reported due to the event.